Manufacturer narrative:
Unit received with intermittent button response due to corroded keypad traces. No scrolling numbers anomaly noted. Unit received with cracked case at display window corner.

Event description:
The customer reported via phone call that the insulin pump's up arrow button was unresponsive. The customer also reported that the device had numbers scrolling on the screen. The customer did not recall any significant events leading up to this issue. Blood glucose level at the time of the incident was 154 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.